Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Only 1 quantity of this product has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent corpectomy procedure due to infection at l4-l5. Post-op, one of the implanted encaps became dislodged from the central body and caused the cage to shift which was identified during a localized x-ray scan. It was found that the encap on the bottom had detached which caused the cage to shift anteriorly becoming lodged in the detached encap. Patient was underwent a revision surgery for the replacement of the implants.

Manufacturer narrative:
X-ray image review result: post-op x-ray for l4-5 corpectomy shows that endcap seperated from the cage. The provided image is magnified and it is not possible to ascertain if additional fixation via a lateral place on position pedicle screw was present. If information is provided in the future, a supplemental report will be issued.